Event description:
It was reported that during the implant surgery patient suffered from intraoperative hemorrhage. The patient was treated with transfusion. Product involved are avantage cup and exception stem in the current complaint but this report is related to exception product. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and correction information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. 1 complaint, this one included, has been recorded on exception std stem right sz 6, reference ps126y06, from 07 november 2016 to 29 april 2020 on this topic. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through clinical study that patient experienced intraoperative hemorrhage.the patient was treated with transfusion. Product involved are avantage cup and exception stem in the current complaint but this report is related to exception product. The product was implanted the (B)(6) 2016 on the right side. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being monitored for hemorrhage. The product was implanted the (B)(6) 2016 on the right side. No additional patient consequences were reported.